Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an irritation under both breasts caused by the lifevest. The irritation was described the irritation as "excoriated" skin. There was no alleged device malfunction. The patient's nurses had applied a "moisture barrier" to the irritation. The patient's irritation was reported as improving.